Event description:
Following a failed x-site device deployment, the sheath was removed over the locator and a vasoseal elite was deployed. The site continued to bleed and no hemostasis was obtained. Manual pressure was applied to the site for approx thirty mins without resolution of the bleeding. A femostop was applied to the pt. Maximum pressure was applied for eleven mins during which time the pt lost distal pulses and the foot lost color. Attempts to locate pulses were made via doppler. The femostop pressure was reduced and pulses began to be intermittent. A doppler study was ordered with the result being a 100 mmhg gradient between the left and right extremities. The pt was taken to vascular surgery. It was reported that a significant calcification was noted in the immediate vicinity of the puncture site which was removed and patched. In addition, the collagen plug was removed from the lumen of the artery. It was reported that there was minimal vascular trauma to the vessel from the cath lab rpocedure and that the pt, due to the calcification at the puncture site, would have been a challenge for manual compression. No further complications were reported.